Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), arthralgia ("hip pain"), back pain ("back pain"), depression ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, arthralgia, back pain, depression, fatigue, weight fluctuation, alopecia and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage and weight fluctuation to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (ess205) (batch no. 621678, 39324-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test.". The patient's medical history included gravida ii, parity 2, overweight, food allergy, hemorrhoidectomy, abdominal operation, weakness, light headedness, nausea, diarrhea on (B)(6)2009, bacterial vaginosis on (B)(6)2009, giddiness on (B)(6)2017 and hemorrhoids. Concurrent conditions included body mass index normal, walking difficulty, itching, vaginal odor, fibrocystic breast, corpus luteum cyst, breast lump, hypertrophy of uterus, insomnia and weight loss. Concomitant products included bupropion hydrochloride (wellbutrin), ketorolac tromethamine (toradol), phentermine and phentermine hydrochloride (adipex). On (B)(6)2006, the patient had essure (ess205) inserted. In 2008, the patient experienced weight fluctuation ("weight fluctuation"). In 2013, the patient experienced alopecia ("hair loss"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2017, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), arthralgia ("hip pain"), back pain ("back pain"), depression ("symptoms of depression") and pain in extremity ("bilateral lower extremity pain") and was found to have leiomyoma ("leiomyomata") and weight increased ("weight gain"). The patient was treated with fluconazole (diflucan), metronidazole (flagyl) and surgery (hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, arthralgia, back pain, depression, fatigue, weight fluctuation, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anaemia, vaginal discharge, leiomyoma and weight increased outcome was unknown and the pelvic pain and pain in extremity was resolving. The reporter considered abdominal pain, alopecia, anaemia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, leiomyoma, menorrhagia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Chlamydia test - on (B)(6)2012: negative. Gonococcal infection - on (B)(6)2012: negative. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhoea, pelvic pain, vaginal discharge, abdominal pain, dyspareunia, alopecia, anaemia, leiomyoma, fatigue. Lot number:621678, manufacture date: 2006/10, expiration date: 2008/09. Lot number 39324 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-dec-2018: pfs received. Concomitant medication and concomitant condition added. Event she did not undergo any essure confirmation test were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (ess205) (batch no. 621678, 39324) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, overweight, food allergy, hemorrhoidectomy and abdominal operation. Concurrent conditions included body mass index normal, walking difficulty, itching, vaginal odor, fibrocystic breast, corpus luteum cyst, breast lump and hypertrophy of uterus. Concomitant products included ibuprofen (motrin) and ketorolac tromethamine (toradol). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced weight fluctuation ("weight fluctuation"). In 2013, the patient experienced alopecia ("hair loss"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2017, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), arthralgia ("hip pain"), back pain ("back pain"), depression ("symptoms of depression"), leiomyoma ("leiomyomata"), pain in extremity ("bilateral lower extremity pain") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, arthralgia, back pain, depression, fatigue, weight fluctuation, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anaemia, vaginal discharge, leiomyoma and weight increased outcome was unknown and the pelvic pain and pain in extremity was resolving. The reporter considered abdominal pain, alopecia, anaemia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, leiomyoma, menorrhagia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhoea, pelvic pain, vaginal discharge, abdominal pain, dyspareunia, alopecia, anaemia, leiomyoma. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received- new event abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), abnormal bleeding (menorrhagia), pain, weight gain,anemia, vaginal discharge, leiomyomata, bilateral lower extremity pain were added. New reporters, lot number, patient information, concomitant medication, historical and concomitant condition, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (ess205) (batch no. 621678, 39324-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, overweight, food allergy, hemorrhoidectomy and abdominal operation. Concurrent conditions included body mass index normal, walking difficulty, itching, vaginal odor, fibrocystic breast, corpus luteum cyst, breast lump and hypertrophy of uterus. Concomitant products included ibuprofen (motrin) and ketorolac tromethamine (toradol). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) , the patient experienced weight fluctuation ("weight fluctuation"). In (B)(6) , the patient experienced alopecia ("hair loss"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6) , the patient experienced fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) , the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), arthralgia ("hip pain"), back pain ("back pain"), depression ("symptoms of depression"), leiomyoma ("leiomyomata"), pain in extremity ("bilateral lower extremity pain") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, arthralgia, back pain, depression, fatigue, weight fluctuation, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anaemia, vaginal discharge, leiomyoma and weight increased outcome was unknown and the pelvic pain and pain in extremity was resolving. The reporter considered abdominal pain, alopecia, anaemia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, leiomyoma, menorrhagia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhoea, pelvic pain, vaginal discharge, abdominal pain, dyspareunia, alopecia, anaemia, leiomyoma lot number:621678 manufacture date: (B)(6) 2006. Expiration date: (B)(6) 2008. Lot number 39324 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.